Event description:
It was reported that the patient died. The target lesion was located in the left anterior descending artery. The lesion was pre-dilated with a 3.50 x 12 mm balloon. A 3.50 x 38 mm promus elite was then implanted and stent thrombus formed at the site of the lesion. The patient went into heart failure. Cardiopulmonary resuscitation was performed unsuccessfully and the patient died on the table.